Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had p-wave undersensing and far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that the ra lead had high thresholds which started increasing post-implant and that the p-wave amplitude had decreased post-implant. It was noted that the ra lead appeared to be dislodged and it was confirmed that the ra lead had fallen from the right atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.